Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-01462. This report is being submitted as additional information. Approximate age of device ¿ 1 year. Device evaluation: the explanted pump was returned for evaluation. The evaluation of the pump upon disassembly revealed a red, tissue-like thrombus adhered to the rotor bearing ball. The origin of this deposition could not be determined. The deposition could not be correlated to the report of driveline infection. A correlation between the device and the reported driveline infection could not be conclusively determined. The instructions for use lists infection as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. The incidental finding of thrombus during the evaluation of the returned device is reported under medwatch MFR report #2916596-2018-04319. The detail of the investigation findings is included in that medwatch report and is also provided below for convenience in review. The pump was returned assembled with the percutaneous lead (driveline) severed approximately 6 inches from the pump housing. The severed portion of the driveline was not returned. Examination of the inlet bearing revealed a red, tissue-like thrombus adhered to the rotor bearing ball. The thrombus showed evidence of laminated layering indicating that it developed over an undetermined time while the pump was operating. A specific cause for the development of the thrombus cannot be conclusively determined through this evaluation. A review of the patient¿s history revealed no history of thrombus. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had a driveline infection. The patient received a heart transplant on (B)(6) 2018. No further information was provided.